Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7274, implantable cardioverter defibrillator, (B)(6) 2007; 6940, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular lead had a high sensing integrity count (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), 3289 sic occurred since (B)(6) 2012.